Event description:
Info received indicates the brake would pop out when the brake was set and bed was pushed to one side.

Manufacturer narrative:
The technician isolated the issue to a broken brake detent mechanism. He replaced the brake detent to repair the bed.